Event description:
During a medial meniscal repair utilizing the ultra fast fix curved assembly, it was reported that the anchor detached from suture. The first anchor pushed through meniscus. Upon withdrawal, the anchor disengaged from the suture. Another fast-fix was used successfully to complete the procedure. Only one device failed, however it is unknown which lot was left unsupported in the patient. The lot numbers of the two fast-fix are 50395809 and 50463760. There were no reported patient injuries.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: one ultra fast-fix assembly - curved was returned for evaluation of the reported complaint mode, "anchor detached from suture". Visual inspection confirmed that t1 was not attached to the suture; t2 was still attached. The suture showed evidence of possibly being cut. Each suture/implant is inspected using magnification during assembly and there is a high degree of confidence that a defect this severe would be detected. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues, which could have contributed to the nature of the complaint. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).